Event description:
The pt underwent 2 revision surgeries due to infection. Primary surgery was done on (B)(6) 2005. On (B)(6) 2007 the implants were removed due to infection and the pt was treated with cement with antibiotic. On (B)(6) 2007 new implants were implanted. On (B)(6) 2013 the pt was reoperated to repeat the same treatment with antibiotic bone cement, all the implants were explanted. So far no surgery has been planned to replaced the implants.

Manufacturer narrative:
Document view: versafitcup dm cementless shell: ref. 01.26.56mb - lot 051914 (41 cups produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Thirty six cups of this lot have been already implanted w/o any other similar incident. Quadra h cementless femoral stem size 3 std (k082792): ref. 01.12.023 / lot 061367 (58 stems produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. All the stems belonging to this lot have been already implanted w/o any other similar incident. Versafitcup dm pe liner (k083116): ref. 01.26.2856m - lot 060332 (43 liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Thirty four liners of this lot have been already implanted w/o any other similar incident. A device involvement in the infection is highly unlikely.